Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auto restock feature was not triggering for critical lows in the narcotic vault. The technical support specialist (tss) reviewed the device and confirmed there were no ghost pockets for the medication. The medication was loaded in drawer 1.1, pocket b3. Tss attempted to contact the customer for further troubleshooting. The case was marked closed, and a request was made to review why the auto restock did not trigger when the quantity was below the minimum threshold. Customer was not reachable by phone and was not responding to emails.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auto restock feature was not triggering for critical lows in the narcotic vault. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.